Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicating. A technical support specialist (tss) dialed into the station and backed up the database. The system time was found to be two minutes behind and was reconfigured precisely for est using a manual cmd time update. The stations continued to show ¿download stopped¿ in healthsight viewer (hsv), so a full synchronized was performed, and the sync3 data synchronized services were restarted. The issue was resolved with no retries or manual recovery required. The root cause was identified as timeouts on ports 50051 and 50052, which were fixed after a reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es zb04-or09 device was not communicating, and the station was in critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.